Event description:
It was reported that while the system was initializing that the workstation remained blank. The system would not reinitialize and the system needed to be replaced. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was discovered that the hard disk was defective. The hard disc was replaced and the software reloaded. The system was tested and found to be working as intended and placed back into service.